Manufacturer narrative:
The reported event of no magnet response was confirmed. The concerns of premature discharge of battery and no lv output were not confirmed. The device was received with normal telemetry communication and normal output. Magnet response anomaly detected. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal ranges. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
The patient presented to the emergency room due to episodes of dizziness and bradycardia. Upon investigation, the device was unable to be interrogated, the device did not elicit a magnet response, and a loss of pacing was noted. The patient was hospitalized, and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated premature battery depletion was suspected.